Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Hold for dm 10.31.18 information was received from a patient regarding their implantable neurostimulator (ins). It was reported after the previous battery was replaced, there was elevated impedances. The issue remained unresolved. No patient symptoms or further complications were reported as a result of this event. Electrode impedance: left gpi: monopolar: 11: 2,617 ! 10: 1,657 9: 1,891 8: 2,463! Bipolar: 11,8: 4,905! 10,8: 3,684 9,8: 3,684 11,9: 3,898 10,9: 2,708 11,10: 3,349. Right gpi: monopolar: 3: 831 2: 839 1: 738 0: 742 bipolar: 3,0: 1,243 2,0: 1,191 1,0: 937 3,1: 1,164 2,1: 999 3,2: 1,042.